Manufacturer narrative:
Product ID 355029, lot# n0036490, implanted: 2007 (B)(6); product type accessory product ID 3 778-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient¿s device was explanted twenty-two months after implant. It was noted, the patient had a laminectomy ten months after implant that resolved the patient¿s nerve pain. It was reported, the patient did not use the stimulator after the laminectomy and the device caused more pain because, it was placed too low. It was noted, the lead was not explanted. It was reported, the patient needed an MRI for bone spurs.